Event description:
Customer reported that the insulin pump returned a motor error alarm. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 68 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.